Event description:
According to the doctor, his partner wore the gloves and his entire body broke out in a rash and swelled. The doctor he saw for medical attention stated that "his entire body was infected by the latex reaction due to the cut that was on his hand prior to wearing the glove." The doctor was administered steroids and is fine now.